Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. The customer's blood glucose was within range. Customer disconnected the call and technical support sent troubleshooting instructions to customer. No further information was received.